Event description:
Procedure type: urological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has suffered pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4) for an "unk sofradim."